Manufacturer narrative:
The automated impella controller device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the automated impella controller (aic) experienced a yellow alarm and stated "controller error." This lasted 37 secs with loss of pulse signal and left ventricular waveforms but preserved motor current, flow and purge. However, the issue resolved spontaneously, and no patient harm was reported.